Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close completely. Another device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information requested: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.